Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login. A field service engineer confirmed that the customer could not log in to the medication station because the hard drive was full. The engineer logged into the station and found excessive log files, with the database consuming over 20 gb of storage. The unnecessary files were deleted, and the station was rebooted successfully. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a ¿critical error¿ message appeared during login, and the user was unable to log in to the pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.